Event description:
Reportable based on analysis completed on 14apr2012. It was reported that during a percutaneous coronary intervention procedure, the device was unable to cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and calcified left anterior descending. The lesion was pre-dilated. This 2.50x16mm promus element stent delivery system was selected and was advance; however, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is combination product device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device revealed that the middle section of the balloon and the stent were flattened along its length. The balloon was tightly wrapped and was not subjected to positive pressure. There were several kinks noted along the length of the hypotube. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).